Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy and lysis of adhesions followed by an exploratory laparotomy, node and omental biopsies due to possible lms diagnosis to treat uterine mass; probable leiomyomata, postmenopausal bleeding on (B)(6) 2008 and a morcellator was utilized. It was reported that during procedure, morcellator was used to remove ovaries first ¿ and then uterus. While removing uterus, the uterus felt firmer than fibroid dx so send out frozen section to pathology due to concern for lms. The surgeon was called in to do a staging procedure. Pathology dated (B)(6) 2008 showed lms diagnosis of the uterus. Tubes and nodes were clear. However lung biopsies in (B)(6) 2008 showed metastatic disease. Treated with cycles of chemotherapy and radiation. It was reported that the patient died on (B)(6) 2013 (leiomyosarcoma of the uterus). No additional information was provided.